Event description:
Resident currently has a g-tube for feeding. Lpn attempted to administer medication and found g-tube laying in bed with tip of device broke off. Resident is unable to move arms r/t stroke. Tip of balloon remained in resident. Attempted to place another g-tube in stoma, but unable to place r/t tip of previous g-tube lodged.